Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a scd pump. The customer states that the unit does not turn on. The unit was sent to covidien service center. Upon triage, the service tech found copper wires exposed on the power cord. There was no arcing or burn damage found.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.